Event description:
Patient with complete heart block was in for generator change due to normal device eri. No electrical anomalies were noted. Physician suspects insulation anomaly upon fluoro. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation and conductor damage were found at 33-34 cm from the distal tip consistent with clavicle crush damage. The etfe coating of one rv cable and the inner coil were abraded and visible in this area. A surface abrasion was noted at 27.5cm to 29.9cm from the distal tip.